Manufacturer narrative:
Correction: g1, g3, g4, g7, h2, h3, h6, h10, h11 a review of the device history record for sn(B)(6) was performed from date of manufacture (B)(6) 2018 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
The affected product has been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.